Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint could not be performed as the lot information regarding the complaint device was not provided. The investigation determined the reported slda appears to be related to patient morphology/pathology due to the think leaflets. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Lastly, the reported hospitalization and unexpected medical intervention were results of case-specific circumstance. The reported patient effect of mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI is unknown due to the part/lot number was not provided.

Event description:
This is filed to report single leaflet device attachment, intervention, recurrent mitral regurgitation. It was reported that this was a mitraclip procedure on (B)(6) 2020 to treat mixed mitral regurgitation (mmr) with a grade of 4 and noted thick leaflets. Two clips were implanted on that date, reducing mr to 1-2. On (B)(6) 2021, it was found that the lateral clip had a single leaflet device attachment (slda) from the posterior leaflet and mr had increased to 4. The other clip is stable with no other issues noted. On (B)(6) 2021, another clip was implanted and mr reduced to 2. There were no reported adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.